Manufacturer narrative:
Method: internal device memory and ECG related to incident reviewed. Result: artifact present during analysis. Conclusion: subject was in a non-shockable rhythm (asystole), no shock was advised and no shock was delivered. Device did not cause or contribute to outcome. Device labeling, (instructions for use and voice prompts) provide methods for resolving this issue.

Event description:
Subject was not resuscitated. (B) (4).